Manufacturer narrative:
Device evaluation: one device was received. Device was visually and functionally tested and the customer reported issue was unable to be confirmed or duplicated. A review of the error log found evidence of a "travel reverse error" and "check clutch/plunger lever." The probable cause of the customer reported complaint is a keypad error or cracked top case. The motor, leadscrew, worm gear, worm coupling and top case were replaced and the device passed functional testing. A service history review was performed and a previous repair was found on january 22 but was unrelated to the current service.

Event description:
It was reported that the keypad was not working and the pump won't shut down until it goes into alarm. No patient was involved. Fault was found during preventative maintenance.